Event description:
It was reported that on (B)(6) 2007, the patient had both knees replaced by two surgeons simultaneously. Surgery and rehab throughout went well. On (B)(6) 2020, while the patient was performing lower back exercises, his left knee popped out and reset quickly. It would periodically pop out during the day. On (B)(6) patient saw one of the surgeons who operated him originally, performed x-rays on the popping knee, and determined that revision surgery is necessary, as the plastic part of the replaced knee had grown thin. The patient did not feel comfortable with this diagnosis and set up an appointment with the second surgeon who was involved in the initial operation. Due to the present circumstances, the appointment was rescheduled until the current virus situation allows us.

Manufacturer narrative:
The devices used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms no medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. If notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that about 10-12 years ago patient had both knees replaced the same day by two different surgeons. Recently, while he was doing some back exercises, his left knee had a popping sound. He stated he has to ¿push it back in place.¿ patient went to the surgeon who inserted the journey implants. X-rays were performed and the surgeon told him he needs a revision surgery, because the plastic element that is at the bottom atop the metal is not thick enough and the metal ball keeps slipping out on occasion.